Manufacturer narrative:
Results: DHR review: assembly batch 6363980 had 90 visual inspections performed on 4,800 parts with zero defects noted. Investigation results: two samples were returned. One had a firmly attached plastic burr on the collar of the hub. Possible root cause: the plastic burr / skiving may have been caused when stripping the part from the assembly rack. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. If corrective/preventative action not required, provide rationale: the strip station has recently been redesigned to improve part removal from the assembly rack.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported there are plastic pieces around the luer lock on a 16 g x 1 in. Bd precisionglide¿ needle. No medical interventions.